Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. A CT scan confirmed electrodes outside of the cochlea. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no anomalies. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.